Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture .(B)(4).

Event description:
It was reported that a female who underwent an unspecified breast surgery with mentor memorygel, 325cc, silicone breast implant experienced unknown-sided rupture intraoperatively. The doctor stated that he made 5 cm incision and made the pocket. As he was placing it into the pocket, he felt a crack like sensation against his finger. The doctor took the implant out and it has the deformity. No adverse event or patient consequences reported.

Manufacturer narrative:
Device evaluation completed on (B)(6) 2021: visual analysis of the returned sample revealed that no damage or anomalies were observed on the smooth hpg, 325cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2022 indicated that the patient replaced with cat#:3503254bc / sn#:(B)(6). Manufacturer¿s reference number: (B)(4).